Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2022, the patient was implanted with a cartiva sci implant in her right great toe. Allegedly she subsequently developed persistent pain and stiffness in her right foot with limited range of motion. It is further alleged on or about (B)(6) 2025, she underwent revision and fusion surgery, and the surgeon noted that the cartiva sci had subsided by two millimeters.